Event description:
It was initially reported by the customer on (B)(6) 2014, that outlook es infusion pump malfunctioned. Customer states "pump reads "bag empty and alarms". Reported to biomed. Found inlet valve out of adjustment. Calibrated valve, functional test completed and passed. Pump put back in service". Customer reports pt suffered no injury as a result of this reported issue.

Manufacturer narrative:
The reported complaint was not confirmed as it could not be duplicated. This reported device was not received by b. Braun for eval. The reporting facility states" reported to biomed. Found inlet restriction valve out of adjustment. Calibrated valve, functional test completed and passed. Pump put back in service".